Event description:
It was reported that a fading or surging sensation occurred following a fall. The fall caused a concussion about a month ago. X-rays, testing, concluded that there was an issue that needs to be revised. Nothing appeared wrong in x-rays. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3487a-45, lot# v406559, implanted: (B)(6) 2010, product type: lead. Product ID 377845, lot# v398196025, implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type: lead. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 3708240, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 3487a-45, lot# v406559, implanted: (B)(6) 2010, product type: lead. Product ID 39565-65, serial# (B)(4), product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported there was a fading sensation and a surging sensation at the lead location and paresthesia area following a fall. It was noted that the surging and fading came and went numerous times per day, but the patient could not recreate the issue nor did it occur in specific positions. It was noted that the patient was getting good stimulation and it was controlling the pain as before. Additional information received from a rep reported that x-rays and testing were done and it seemed that there was an issue that needed to be revised. Nothing appeared to be wrong in the x-rays. The rep thought it was an issue at the lead/extension connection from the patient's fall. The rep noted that they would advise after revision. Additional information received from the patient on 5-dec-2016 reported they had a fall 4-5 years ago that resulted in shocking, which was first felt in (B)(6) 2011. The patient stated that during a revision they could not get the lead back in. The patient stated that they had to take the lead out, it was all "stripped," and a paddle lead was put in. The patient noted that they had to have surgery to put in a paddle lead. The patient noted that this ended up being a major surgery and they were in the hospital for 4 days. The patient stated that they had to cut bone as they could not get the lead back in and had trouble with the paddle lead.